Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead had high thresholds. A review of a holter monitor noted that the patient may have a different morphology present and may have an accessory pathway. The lead remains in use. No patient complications have been reported as a result of this event.